Event description:
It chokes me [choke on medication]. It generates me a great amount of drool, a lot of salivation in the mouth [hypersalivation]. It generates me a great amount of drool [drooling]. My saliva which becomes super thick [saliva viscid]. I have to reapply it 3 times a day [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choke on medication in a female patient who received double salt dental adhesive cream (ultra corega max seal) cream (batch number: 3p7g2, expiry date april 2025) for denture failure. On an unknown date, the patient started ultra corega max seal. On an unknown date, an unknown time after starting ultra corega max seal, the patient experienced choke on medication (serious criteria gsk medically significant and other: haleon medically significant), hypersalivation, drooling, saliva viscid and device used for unapproved schedule. On an unknown date, the outcome of the choke on medication, hypersalivation, drooling, saliva viscid and device used for unapproved schedule were unknown. The reporter considered the choke on medication, hypersalivation, drooling and saliva viscid to be related to ultra corega max seal. It was unknown if the reporter considered the device used for unapproved schedule to be related to ultra corega max seal. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (phone) on (B)(6) 2022. It was reported as, I'm a frequent consumer of the product corega and I bought the last ultra corega max seal 40 grams, but it turned out horrible, it generates me a great amount of drool, a lot of salivation in the mouth because the adhesive comes out the dentures and it's surrounded by my saliva which becomes super thick and it chokes me when I'm laying down. Since the product comes out, I have to reapply it 3 times a day. With the other ones this never happened before, I thought this one would be better, but this had no improvement, this new corega is horrible, I prefer the other coregas. I need the product to be good quality, this does not work, improve this product, I need a good product that protects me 24 hours. Lot: 3p7g2 expiration: apr2025. Follow up information was received on (B)(6) 2022 from quality assurance (qa) department regarding product quality complaint with case number: (B)(4) for lot number 3p7g2.event product complaint was added with causality not applicable. Investigation evaluation: this complaint is received in which the consumer reports that: "the adhesive is coming out of the prostheses, they peel off and I have to reapply it about 3 times a day.the stages of the process that may have affected the adhesion capacity of the cream are relieved: potential causes place an x as appropriate justification for cause eliminated root cause contributive cause out of specification in in-process controls n/a n/a review of in-process controls performed during batch packaging, designed to detect and minimize anomalies in relation to the appearance and integrity of the product, without finding reported anomalies, is performed. The controls carried out prior to packaging include: description / appearance / viscosity. The physicochemical tests carried out for the release of the batch, among which it is worth mentioning: appearance / viscosity / separation / adhesion force satisfactorily meet the specifications. It is important to mention that dental adhesive creams are formulated to form an airtight seal and provide firm fixation for dentures. The combination of the major components of the product, which are gantrez and carboxi methyl cellulose, provides the adhesive strength that helps keep dentures in place. Out of specification in the adhesion strength tests n/a n/a in order to ensure the quality of the product, the adhesion strength tests are carried out, which are carried out by monitoring on the batches of ultra corega cream without flavor and mint flavor. These assays are within the established parameters. Incorrect storage form x in order to ensure that the quality of the product is maintained throughout its shelf life, stability studies are available to ensure that the adhesion parameter is maintained throughout its shelf life, when the product is stored at the recommended storage conditions. (Store at room temperature (lesser than 30 degree c) in a dry place.) .review of associated documentation: a review of the documentation associated with the batch and product is performed. No abnormalities to the production process were recorded in the batchcard and all manufacturing and packaging operations were carried out in accordance with the established steps. All materials associated with batch manufacturing are approved. On the other hand, the consumer is expected to have different experiences based on individual factors, such as the texture or appearance of the cream and the fit/placement of the dentures. For this reason, it is important to respect the product storage conditions and application instructions, indicated in the product art, namely: store at room temperature ( lesser than 30 degree c) in a dry place. To apply: I. Clean and dry your prosthesis. 2. Apply corega in small strips, not too close to the edges of the prostheses, as shown in the drawing (found in the case). 3. Rinse your mouth before putting on the prosthesis. 4. Place the prosthesis correctly in your mouth and press firmly for a few seconds to ensure fixation. No abnormalities or observations are reported in the in-process controls performed. No deviations are recorded for the batch. No history is recorded for the batch and reason code claimed. It is therefore considered an unsubstantiated claim. Response to consumer:an investigation was performed by operational quality, based on the review of the documentation. The manufacturing operation was conducted following the steps defined in the batchcard and all the ipcs performed during the packaging met specifications. All raw materials used in the manufacture of bulk product were approved. This kind of complaint is related to different individual factors associated with dental prosthesis. If consumers improperly place the dental prosthesis, especially leaving a space between them and the cream, is possible that the product cannot reach the expected adhesiveness. Additionally, the consumer is expected to have different experiences based on various individual factors, such as the adjustment / placement of dental prostheses and their oral anatomy, which can determine the performance of dental adhesive creams. Also, it is very important to respect the storage conditions indicated in the product's art (keep the container tightly closed. Store at room temperature (lesser than 30 degree c) in a dry place). For the above, it is concluded that the present complaint is unsubstantiated. The investigation reports concluded that, complaint stands unsubstantiated. The pqc number was reported as pqc163869.

Manufacturer narrative:
Argus case ID: (B)(4).